Manufacturer narrative:
It was reported to intuvie that the device failed the 30 psi occlusion test result at 21 psi, which is outside the passing specification range of 22-38 psi. The device was recalibrated, and the issue was resolved. A review of the serial number history revealed no similar complaints associated with this device. The complaint is confirmed. The root cause was determined to be a calibration issue. The failure is still under investigation. CAPA-zm2023-23 has been initiated to investigate the failure. Reference to complaint #(B)(4).

Event description:
During routine preventive maintenance (pm) testing of an infusion pump the device failed the 30 psi occlusion test result at 21 psi. The passing specification for the 30 psi occlusion test is between 22-38 psi. There was no patient involvement.